Manufacturer narrative:
The device failed battery test alarm after inserting battery due to corroded battery tube. Operating currents were unable to be tested, displacement test, rewind , basic occlusion, occlusion test, prime test, excessive no delivery test and occlusion test, could not be done due to failed battery test alarm. The device had battery tube threads cracked, cracked reservoir tube lop, minor scratched lcd window and cracked case at the display window corner. (B)(4)

Event description:
It was reported that an insulin pump was returned without authorization. There was no communication regarding the reason for the return of the product. The product is now the property of medtronic (B)(4). The product will be processed through failure analysis.